Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'downstream occlusion constantly ' was verified through the a review of the event history log but not reproduced during evaluation. The cause was determined to be an out of adjustment downstream tubing guide. The tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion constantly. There was no known patient injury or medical intervention associated with this event. No additional information is available.